Manufacturer narrative:
Concomitant product(s): a 8100; 8110; pri tubing; spm tubing; bd syringe 5ml and bd syringe 3ml; therapy date (B)(6) 2018. The customer¿s report of a communication error was confirmed. Analysis of the pcu logs showed the pcu powered on at 5:23 am on (B)(6) 2018 with pump module s/n (B)(4) (channel a) and syringe module s/n (B)(4) (channel b) attached. The system was identified with the profile ¿nicu¿ in use on this day. On this day, at 5:23 am, source pump module was programmed with dextrose 10% (drugid 40) at a rate of 5.9ml/h and vtbi of 5.9ml. Volume infused was recorded at 0.0ml. Syringe module was programmed with two different infusions starting at 5:51 am; volume infused was recorded at 0.0ml. The initial infusion infused at 8ml/h; once empty, a second infusion at the same rate was initiated. The second infusion completed at 6:20:33 am when the syringe was empty; seconds later the module was channeled off. The total volume infused was recorded at 3.6415ml. At 6:25 am, the pump module infusion completed (kvo). The infusion was restored twice the following 10 minutes after completing (kvo) each infusion. At 8:27 am, the system alarms for a ¿channels disconnected¿ error event, due to a communication loss with the pcu. Total volume infused was recorded at 17.834ml. At 10:02 am, syringe module was channeled off; seconds later the system powers off. Inspection of the source device iui connector components, with the use of magnification, observed contamination on channel a pump module (male iui connector) and pcu (female iui connector). The proximate cause of the reported communication error is the presence of contamination in the iui connectors. The root cause of the contamination on the iui connector pins was not definitely determined.

Event description:
The customer reported while infusing on a patient, a communication error occurred. The customer did not note any iui damage, corrosion, or film. There was no patient harm.